Event description:
After experiencing a urinary tract infection -uti- on the date above for the fourth time in approx 3 years, reporter has finally figured out that the cause is a reaction they are having to sanitary napkins or pantiliners which are marked "odor absorbing", and which reporter was told by a product MFR - contain the ingredient "zeolite", or sodium alumino-silicate. Since the onset of symptoms for uti occurred very soon after wearing these products, reporter is convinced that they are the cause. Reporter might add that they usually wear products without the odor absorbing ingredient, and the occasions when reporter did use the products with zeolite were due to extenuating circumstances - borrowed product at a friend's house, ran out of usual product and used an old box of pantiliners they had purchased on sale but don't usually wear, etc. The exact product that caused this latest episode was "new freedom - now called kotex - lightdays pantiliners - odor absorbing regular". Pt put this product on saturday evening and by sunday morning reporter was experiencing burning with urination and a full feeling. Reporter immediately began drinking large amounts of water and cranberry juice and after a few days the problem seems to have gone away. In past episodes when the uti's worsened without relief reporter has gone to a physician, had a urine test, and was prescribed antibiotics.

Event description:
Add'l info rec'd from MFR 10/19/00: considering both the chemical and tradename of this material, and urinary tract infections, a search of national library of medicine medline database was conducted. The results of search did not reveal citations noting or suggesting a causal link between this material and urinary tract infections. Specific lot info cannot be obtained since a lot # was not provided. However, device history records are maintained for this product should a lot # be provided by the consumer.